Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged on aspirin and plavix post implant until instructed otherwise by the implanting physician. The patient stated that had experienced a brain aneurysm while taking the blood thinners prior to his procedure and that he was told by the physician to discontinue taking blood thinner immediately. The patient stated that he was taken off the blood thinners immediately following the implant procedure and was put on a baby aspirin regimen which reportedly led to a blood clot twelve (12) days after the implant procedure. The patient reports that since, was put back on the blood thinners then had a transesophageal echocardiography (tee) which resulted being taken off the blood thinners again and put back on the aspirin regimen.